Event description:
Customer reportedly received results of hi and lo within 10 minutes on the same device. No high or low symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.